Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the clinic for a routine follow-up. Upon check, it was found that this pacemaker triggered a lead safety switch for high out of range pace impedances on the right ventricular (rv) lead. The impedances were found to be greater than 2500 ohms. Noise, oversensing, pacing inhibition and loss of capture were also observed. The patient is not dependent, so there was no asystole. A chest x-ray was performed which confirmed there was not a fracture on the lead. The device was reprogrammed to bipolar, however a lead revision was planned. At this time, the rv lead has been surgically abandoned. The pacemaker remains in service. No additional adverse patient effects were reported.